Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for service with no initial alleged complaint. During the evaluation of the device at the third-party service center for service, the device was visually inspected and evidence of foam particles inside the blower kit and blower foam degradation. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.